Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) reached greater than 125 ohms. The lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.